Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient went into the water and the pump stopped working. The reporter stated that the pump would not power on, there was no screen and no audio tones present. The reporter stated that there was no damage to the battery compartment or cap but that the audio bolus button was missing and the keypad was lifting. This report is made based on the allegation that the pump lost power after exposure to water.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. The battery cap returned with the pump had stripped threads and would not fully tighten onto the pump. A test cap was used to complete investigation. The pump was exercised for 24 hours using the test battery cap, with no power issues being duplicated. The audio bolus button cover was detached, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event. Testing revealed a leak from the audio bolus button. There was evidence of moisture found inside the pump. Investigation revealed that the keypad was lifted near the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were responding normally; however, there was evidence of contamination found under all key contacts.